Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced adenomyosis ("adenomyosis"), dysmenorrhoea ("horrible pain every month"), abdominal distension ("bloating") and fatigue ("chronic fatigue") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy scheduled next month). Essure was removed. At the time of the report, the medical device removal, adenomyosis, uterine leiomyoma, dysmenorrhoea, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, adenomyosis, dysmenorrhoea, fatigue, medical device removal and uterine leiomyoma to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media: abdominal distension, adenomyosis, dysmenorrhoea, fatigue, medical device removal and uterine leiomyoma". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced adenomyosis ("adenomyosis"), dysmenorrhoea ("horrible pain every month"), abdominal distension ("bloating") and fatigue ("chronic fatigue") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy scheduled next month). Essure was removed. At the time of the report, the medical device removal, adenomyosis, uterine leiomyoma, dysmenorrhoea, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, adenomyosis, dysmenorrhoea, fatigue, medical device removal and uterine leiomyoma to be related to essure. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.